Event description:
Hosp or staff report that during an open heart procedure an attempt was made to deliver a shock to a pt with internal paddles reportedly, the paddles failed to deliver a shock when the discharge switch was pressed. A back up device and back up set of internal paddles were obtained and care to the pt was continued. The rptr stated there was no adverse affects to the pt as a result of device operation.